Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient that was treated by the physician due to the high magnesium. The following results were provided: sid initial / repeat (B)(6)= 2.82 / 0.89 reference interval: 0.71¿0.94 mmol/l patient was treated due to the elevated magnesium result. No further patient information was provided.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system, and cleaning/replacing parts performed. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the site visit by the fse. The alinity systems operations manual addresses sample results observed problems for erratic results. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient that was treated by the physician due to the high magnesium. The following results were provided: sid initial / repeat (B)(6) = 2.82 / 0.89. Reference interval: 0.71¿0.94 mmol/l. Patient was treated due to the elevated magnesium result. No further patient information was provided.